Event description:
During an in clinic follow up, under-sensing was observed on the right atrial (ra) lead. An x-ray imaging was performed and the ra lead was found dislodged. The ra lead was explanted and replaced to resolve the event. The patient was stable.